Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the address the issue.